Event description:
The additional info received did not offer any more info than what was originally reported.

Event description:
It was reported that during a coronary artery stenting treatmemt procedure, deflation difficulties were encountered. The lesion being treated was a non calcified, 90% stenosed mid right coronary artery (rca) lesion. The physician was able to successfully deploy the express2 mr 3.5 x 20 mm stent. However, it took 30 seconds to aspirate the contrast material to deflate the balloon after deploying the stent. There were no pt complications reported. The pt status is listed as good. Additional info has been requested.